Event description:
Patient with a past medical history of hyperlipidemia, dm-ii, pad, cad underwent cardiac catheterization with percutaneous transluminal coronary angioplasty (ptca) on (B)(6) 2014. While attempting to remove the balloon, the shaft of the balloon broke off and obstructed the left circumflex. The patient became hypotensive and unresponsive. CPR was immediately initiated and extracorporeal membrane oxygenation (ECMO) was inserted. The remaining shaft of the balloon was successfully snared, however, resuscitative efforts were unsuccessful and the patient expired. The new york city medical examiner's office accepted the case and pursuant to their request, the device was sent to the (B)(4)'s office.